Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 400 mg/dl with diabetic ketoacidosis and extreme drowsiness associated with an alleged inaccurate delivery issue. It is unknown whether the patient continued pump therapy but the patient was treated at the hospital by a health care provider. During troubleshooting with customer technical support, the reporter stated that the pump stopped working due to damage to the battery cap and to the battery compartment. The battery cap was unable to properly secure to the pump the patient was unable to regulate their bg when going to an alternate form of insulin delivery. This complaint is being reported because the patient was hospitalized due to hyperglycemia and the pump could not be ruled out as a contributing factor.